Event description:
It was reported that the patient never had therapeutic effect and this permanent implant was different than her trial, which worked to relieve urinary and bowel symptoms. The patient stated it felt like she was in a pre-implant state and that on the day of the report she had already had two problems with incontinence. The patient also stated that she was getting "shocks," like being "zapped." This happened more so when she moved around. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06fgt, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but was working with their doctor or manufacturer representative. Two appointment dates of (B)(6) were noted.